Event description:
It was reported that the patient¿s device/stimulation was turning off randomly. Sometimes it would turn off after 30 minutes and other times after several hours. The patient¿s amplitude levels had remained unchanged but when they sync with their patient programmer and will confirm that the battery is off. The patient works in construction and does not recall being around any magnets or heavy equipment when the device would shut off. They do wear their cell phone and a walkie talkie at their hip and reported emi issues. Around the time they started wearing the walkie talkie the issues started. They met with their manufacturer representative and it was found that the every time the patient was syncing they were hitting the off button. They were shown how to correctly sync using their patient programmer. Their adaptive stimulation transition settings were adjusted to ¿xl¿ and they tested the coverage. The device did not turn off and it was thought that the amplitude may have been needed to be increased and the device may not have actually been turning off. The only symptom associated with the event was having their pain return when the device was off. The patient scheduled an appointment for (B)(6) 2015 for further follow-up. Should more information be received regarding this event a follow-up report wi ll be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2014, product type: extension. Product ID: 977a260, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).